Event description:
The customer reported that during preventive maintenance testing at the user facility, channel b of the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient effects while the device was in clinical use. Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.